Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. The customer's blood glucose level was not impacted. It was reported on (B)(6) 2015 that the customer had no further issues.